Manufacturer narrative:
A fractured bioball delta ceramic head was reported. Therefore the head was revised. The patient reported no traumatic event. The device was manufactured according to specification.

Event description:
A fractured delta ceramic head was reported. Therefore the head was revised.